Event description:
Customer reported arcing in the tube. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, high voltage power supply and filament driver. System operates as intended.